Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose level of 26 mg/dl. The paramedics were called and she was treated at home. Her blood glucose level went up to 315 mg/dl. She was wearing her insulin pump at the time of the low blood glucose level. The customer was unresponsive and confused. The product was not returned. Nothing further to report.